Event description:
A report was received that the patient had an infection around the ipg site. The infection area was red, warm and painful. The patient underwent an explant procedure and the wound was rinsed and closed. The physician assessed that the event is device and procedure related. The patient was prescribed medication and the event resolved.

Event description:
A report was received that the patient had an infection around the ipg site. The infection area was red, warm and painful. The patient underwent an explant procedure and the wound was rinsed and closed. The physician assessed that the event is device and procedure related. The patient was prescribed medication and the event resolved.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection around the ipg site. The infection area was red, warm and painful. The patient underwent an explant procedure and the wound was rinsed and closed. The physician assessed that the event is procedure related. The patient was prescribed medication and the event resolved.

Event description:
A report was received that the patient had an infection around the ipg site. The infection area was red, warm and painful. The patient underwent an explant procedure and the wound was rinsed and closed. The physician assessed that the event is device and procedure related. The patient was prescribed medication and the event resolved.

Event description:
A report was received that the patient had an infection around the ipg site. The infection area was red, warm and painful. The patient underwent an explant procedure and the wound was rinsed and closed. The physician assessed that the event is device and procedure related. The patient was prescribed medication and the event resolved.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Manufacturer narrative:
Additional information was received that the infection was not device or procedure related.